Event description:
It was reported that customer experienced very high blood glucose levels of 800 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the ICU. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2025.